Manufacturer narrative:
Internal complaint reference case: (B)(4).

Event description:
It was reported that during the femoral fixation procedure of the graft performed with the biosure regenesorb screw, after inserting more than half of the screw according to the instructions for use and turning the screwdriver, the head of the screw broke. This head was removed from the joint with the help of forceps. The graft was tightened and it was visualized that the graft does not move so there was no need to remove the screw and replace it with another one. The procedure was completed with non-significant surgical delay and was finished with the same smith and nephew device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports that the head of the biosure regenesorb screw, broke during the procedure and while the head was retrieved, the bottom portion of the screw piece was left in the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Based on the information provided no clinical factors were found which would have contributed to the reported breakage. The device instruction for use does note that ¿excessive force should not be placed on the screw, bone, or delivery instruments.¿ the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. It is unlikely that retained piece of biosure screw will migrate as it was noted that, ¿the graft was tightened and it was visualized that the graft does not move so there was no need to remove the screw and replace it with another one.¿ there is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.